Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. It was stated that the loaner pump did not have any settings. The customer had been using the loaner device since her insulin pump has been lost. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.